Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin and high blood glucose level. Customer¿s blood glucose level was 800 mg/dl at the time of the incident and the current blood glucose value of the customer was 327 mg/dl. Other relevant blood glucose level of the customer was 327 mg/dl. The customer felt ok for troubleshooting. On the basis of the report the customer alleges the insulin pump for under delivery. The customer was treated as per the health care professional. The customer also stated that the drive support cap was flushed. The insulin pump will not be returned for the analysis.